Event description:
It was reported to philips that the system was not booting up successfully. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of event occurred. Previously, the issue occurred in another case, and rse resolved the issue by restarting the host pc. Few days later, issue reoccurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. A review of the system logfile cannot confirm the malfunction. The defective part was returned for analysis, and it was concluded that the failure of the host pc was not confirmed. Fse replaced the host pc. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.